Event description:
As reported, the seal of a 7f exoseal vascular closure device (vcd) was incomplete, resulting in a postoperative subcutaneous hematoma that caused pain and limited walking. Local compression and hot compress treatment were given. There was no reported patient injury. Patient information could not be traced. The hospital reported this case as a serious injury adverse event to the china national medical products administration (nmpa). The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The product was not returned for analysis.

Manufacturer narrative:
As reported, the seal of a 7f exoseal vascular closure device (vcd) was incomplete, resulting in a postoperative subcutaneous hematoma that caused pain and limited walking. Local compression and hot compress treatment were given. There was no reported patient injury. Patient information could not be traced. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18428208 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿plug inability to achieve hemostasis and hematoma¿ could not be evaluated. Due to the nature of the complaint, which is patient related, and without the return of the device the exact cause of the reported event could not be determined. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis as was done in this case. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.